Manufacturer narrative:
Covidien technical service engineer (tse) indicated that the user facility ran three extended self tests (est) on the device and tested the device on a test lung for "several days." The event could not be duplicated. (B)(4).

Event description:
Info received from the USA indicating the device experienced alerts during patient use. The patient was switched to another ventilator. There was no report of patient harm. The date of the event was not provided.